Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a drawer failure. A field service engineer troubleshoots the issue and found that the row board cables were not connecting completely. The cables were reset, and testing resumed. The issue was resolved, and no further problems were noted. The user requested a drawer replacement due to constant failures, and a drawer was swapped. All bus and cable connections were verified, and drawer/pocket operations were confirmed. The drawer was replaced and configured for use. Drawer operation was tested in hardware test application, and the test file was saved in the drive d temp folder. All bus and cable connections were re-verified, along with drawer/pocket operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and device not on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.